Manufacturer narrative:
Analysis noted that both display wires were pinched with compromised insulation. Additionally, both case halves were contaminated with adhesive. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.